Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation immediately following the device interrogation at the clinic. The patient was noted to be pacemaker dependent and was sent to the hospital emergency room (ER). Unfortunately, while enroute to the ER, the patient lost consciousness. An external pacemaker was inserted to ensure proper pacing and capture until the crt-p could be explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation immediately following the device interrogation at the clinic. The patient was noted to be pacemaker dependent and was sent to the hospital emergency room (ER). Unfortunately, while enroute to the ER, the patient lost consciousness. An external pacemaker was inserted to ensure proper pacing and capture until the crt-p could be explanted and replaced the following day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.